Event description:
The patient reported that he received a box of accu-chek ultraflex infusion sets that contain a disetronic infusion set mixed with the accu-chek ultraflex infusion sets. The two infusion sets are not compatible. The patient reported he identified this issue when he attempted to snap the two different brands together. Both products are expired. The patient did not report any physiological event associated with this issue. No medical treatment was required. The product was requested to be returned for evaluation.

Event description:
The patient reported that he received a box of accu-chek ultraflex infusion sets that contain a disetronic infusion set mixed with the accu-chek ultraflex infusion sets. The two infusion sets are not compatible. The patient reported he identified this issue when he attempted to snap the two different brands together. Both products are expired. The patient did not report any physiological event associated with this issue. No medical treatment was required. The product was requested to be returned for evaluation.